Event description:
It was reported that loss of rv capture was observed during the lead implant procedure. The physician elected to use another lead when repositioning was unsuccessful. The patient received no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.